Event description:
It was reported that the patient experienced unpleasant pain as a result of several inappropriate shocks with anti tachycardia therapy received from the implantable cardioverter defibrillator (ICD). Programming changes were to be completed by the clinician to resolve the issue, update the morphology template in order to detect future events. The patient was not feeling well at the time of the shocks but was stable when seen in clinic.